Manufacturer narrative:
Additional information: a3, b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional event details were provided upon follow-up. The lot number for the kit remains unknown. The user facility confirmed there was no leak during the priming phase. The leak only started a few minutes after initiating ECMO support. After the patient was taken off support, they touched the temperature probe port and noticed that it was loose. However, this was not checked as the leak was occurring. It was only reported that the port "looked loose". They realized that it was loose later on, during evaluation of the kit. A temperature probe was not used for measuring, so no probe was used other than what came with the kit. There were no alarms from the console. The patient's estimated blood loss (ebl) due to the leak was 50 ml. It was confirmed that the event did not result in any serious patient injury or harm. A video showing the leak was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Shortly after a patient was put on extracorporeal membrane oxygenation (ECMO) support, it was reported that blood was seen leaking out of the temperature probe port. To resolve the reported issue, a new kit was primed and used. The patient's estimated blood loss due to the event was not provided. There was no known patient injury or harm due to the event. The sample was not reported to be available for evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Event description:
During evaluation of the kit, they barely touched the temperature probe port and the probe fell out.

Manufacturer narrative:
Additional information: b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for evaluation. Investigation of similar complaints revealed small cracks in the oxygenator housing (temperature port). All oxygenators are tested for leaks during in-process controls. It is possible that cracks may subsequently occur in the temperature port during transport or handling. However, the connection may have been loose, as the temperature probe reportedly fell out during inspection after the kit had been removed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation could not be performed as the batch information was unknown. Based on the available information, a definitive cause for the leak could not be determined.

Event description:
During evaluation of the kit, they barely touched the temperature probe port and the probe fell out.